Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, was exhibiting ?error 57."

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. The investigation found that the device exhibited a "service due" alarm on power up. It was determined that the issue was due to the real time clock battery needing replacement. Based on evidence and investigation, the complaint allegation was confirmed. The clock battery was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records